Event description:
The doctor reported that implant was removed due to failure of osseointegration, approximately seven months after the implant placement date. Oral hygiene around the implant site was good. Bone quality at surgical site was type 2. During the surgery, patient complained of pain; however, patient has since recovered.